Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the peritonitis event on the same day of onset. The cause of the peritonitis event was unknown. The patient was treated with injection vancomycin (500 mg, stat dose, and route not reported), an intraperitoneally (ip) injection of amikacin (250mg in every bag, frequency not reported) and ip ceftazidime (500 mg in every bag, frequency not reported) for peritonitis. It was unknown if the patient was recovered or was recovering from the peritonitis event. The action taken with dianeal and extraneal therapies was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information provided: upon follow up, it was reported that the patient's effluent was clear and the patient had recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.